Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2022, 6053 days after essure (ess205) insertion, she underwent medical device removal (seriousness criteria intervention required). Via surgery (removal surgery). The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Hold for em this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of adipositas, social alcohol drinker, bleeding intermenstrual, menses irregular with excessive bleeding, chlamydial infection, abdominal pain (patient has always pain), pelvic inflammatory disease, ovarian neoplasm, ovarian cyst, cesarean section (1), abortion (1), miscarriage (4), live birth (2) and pregnancy (7). Concomitant products included vitamin d [vitamin d nos], fish oil, multivitamin [vitamins nos], excedrin migraine (acetylsalicylic acid;caffeine;paracetamol) for migraine, nexium control (esomeprazole magnesium) for dyspepsia and levothyroxine [levothyroxine sodium] for hypothyroidism. On 01-jan-2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on 29-jul-2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic assisted vaginal hysterectomy, bilateral salpingectomy,left oopherectomy done on 29-jul-2022). The reporter considered medical device removal to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.073 kg/sqm. [Pathology test] on 29-jul-2022: surgical pathology report:diagnosis: uterus with bilateral fallopian tubes and ovaries, vaginal hysterectomy:endometrium: disordered proliferative endometrium.myometrium: no significant pathologic findings.cervix: no significant pathologic findings.fallopian tubes: paratubal cystsovaries: no significant pathologic findings.clinical information:pre-op and post-op diagnosis: pelvic painprocedure: robotic assisted vaginal hysterectomy, bilateral salpingectomy and left oophorectomyspecimen submitted:uterus, cervix, bilateral tubes and left ovary.gross description; within the bilateral cornu and fallopian tubes there are coiled gray metal essure wires.quality-safety evaluation of ptc:for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.the most recent follow-up information incorporated above includes data received on:19-oct-2023: medical records: new reporter added. Medical history and concomitant medication was provided. Surgical pathology report was received.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2022, 6053 days after essure (ess205) insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (removal surgery). The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.